Manufacturer narrative:
On october 25, 2023, mentor became aware that date of event information was received on october 11, 2023; however was inadvertently missed under the previous initial submission. It has been correctly updated to september 17, 2015 under field b3 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Date of event updated correctly under field b3.

Manufacturer narrative:
On november 1, 2023, the mentor failure analysis lab received the device for evaluation. On november 2, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.  Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on the left side, and with 400cc mentor memorygel breast implant on the right side and experienced left side pain, and burning like feeling in middle of chest between both breasts, and gel bleed. It was reported that the patient also experienced a tearing sensation on the right medial side, and her back hurts too. The patient has consulted with the medical professional. As a result, the patient underwent bilateral removal surgery on (B)(6) 2023. Mentor is aware that the manufacturing date (march 3, 2015) of lot 6910153 is after the reported date of event (B)(6) 2015). Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right pain and anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).